Manufacturer narrative:
Medtronic received additional information that the conduit was replaced due to moderate calcification. No additional adverse patient effects were reported.  Initial reporter information updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an unknown duration post plant of this pulmonary valved conduit, a transcatheter pulmonary bioprosthetic valve (tpbv) was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.